Manufacturer narrative:
(B)(4). The device history record for the reported lot number, 0202342914, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 750 ml. Flow rate: 8 ml/hr. Procedure: tka. Cathplace: unknown. A report was received stating the device was reported to have flowed at a faster rate than the flow meter setting of 8 ml/hour. There were no reports of patient injury or reaction. No additional information was provided.

Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. The pump was received partially full. The pinch clamp was opened and the pump infused at each of the selectable flow rates. The tubing was cut below the blue connector to drain the pump. A male and female luer were used with cyclohexanone to bond the tubing back together. A baxa repeater pump was used to refill the pump to nominal volume. Flow accuracy testing was performed with the saf set to 8ml/hr. After 56.25 hours the pump yielded a flow rate of 6.69ml/hr which is within specification with a +/-20% tolerance. Pressure pot testing was performed on the flow control tubing (selected-a-flow unit) flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr. The filter was removed from the tubing for this test. The saf unit was detached from the pump and hooked onto a pressure gauge. The average bladder pressure used was 6.72psi. Flow rate 2ml/hr yielded a flow rate of 2.15ml/hr, which is within specification with a +/- 20% tolerance. Flow rate 4ml/hr yielded a flow rate of 4.10ml/hr, which is within specification with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 8.16ml/hr, which is within specification with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 13.85ml/hr, which is within specification with a +/- 20% tolerance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).